Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional reporting was received that surgery occurred to explant and replace the ipg, which resolved the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg became inoperable. It is unknown if ipg depleted prematurely. As a result, surgery may occur to address the issue.